Event description:
It was reported that the unit stopped delivering treatment, while in a homecare setting, without providing an alarm. The patient was being monitored by a pulse oxymeter which did provide an alarm. There was no reported patient injury.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.